Event description:
This device was reported to be working properly during a procedure until an issue with the deflection was noted. After pulling out the catheter, the device shaft was reported to separate. The device was intact while in use, and no patient injuries were reported.

Manufacturer narrative:
Innovative health, llc became aware on 4/18/2023 of a livewire device from (B)(6) hospital reported to have an issue with deflection and the device came apart outside of the patient. Innovative health received the device for evaluation on 4/26/2023. Upon investigation, the device shaft was confirmed to be separated. The material around the separation appeared to be stretched. Additionally, a fold was noted near the distal tip of the shaft. The entire device was returned, and no missing pieces were noted. Upon evaluation of the complaint device, the steering mechanism operated as intended. An evaluation of the curve and deflection was unable to be performed due to the shaft separation. No injury was reported.